Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
In a review of published literature, these findings were noted: nakai m, sato m, sato h, sakaguchi h, et al. Midterm results of endovascular abdominal aortic aneurysm repair: comparison of instruction-for-use (IFU) cases and non-IFU cases. (B)(4) journal of radiology. Of 124 pts (104 men, 20 women; mean age of pts with excluder is (B)(6); age range (B)(6)) with aaa who underwent evar with the zenith (68 pts) or excluder device (56) and were analyzed, 86 were IFU and 38 non-IFU. This article mentions that 3 pts who were implanted with gore excluder aaa endoprosthesis had type ii endoleaks and aneurysm enlargement that require intervention. Specific info on one pt was obtained from nihon gore. On (B)(6) 2011, this pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The final angiogram revealed no endoleak and the physician completed the procedure. On unk date, approx one year later, f/u image revealed a type ii endoleak, leading to aneurysm enlargement of more than 5mm. The origin of the endoleak was inferior mesenteric artery. On (B)(6) 2012, an intervention occurred whereby the ima was coil embolized. The endoleak was resolved and the pt tolerated the procedure.